Event description:
When attempting to perform a routine test on the defibrillator, the user found that it would not power up. There was no pt involved. Testing of the device disclosed a blown fuse (f1) on assembly 590263. The cause of the brown fuse could not be conclusively determined. However, it was noted that one of the screws which secure a heat sink on assembly 590263 had come loose. It is possible that the screw had temporarily been lodged in a location where it caused a short. The event is not occurring more frequently or with greater severity than is usual for the device.